Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss to the patient was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is confirmed as a fiber leak due to a short fiber found at the cavity ID end during visual examination. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with no indication of blood exposure within the fiber bundle. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles (within the location of the short fiber) was noted from the cavity ID end potting cut surface. The dialyzer was subjected to a destructive disassembly to better visually examine the dialyzer. Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids in which no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.